Event description:
It was reported that a wireless battery module showed signs of a burnt circuit. There was no pt injury or adverse event reported.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.